Event description:
The customer reported a motor error alarm during normal use. Troubleshooting was performed, and the insulin pump passed the displacement and self tests. The customer was also experiencing blood glucose levels as high as 400 mg/dl. The customer called her doctor's office and was advised to go to the emergency room. Nothing further was reported.

Manufacturer narrative:
The insulin pump alarmed motor error during the rewind due to a broken component on the interface board. Unable to perform the occlusion test or verify alarms due to the motor error alarm. The insulin pump had a missing end cap sticker.